Manufacturer narrative:
This event occurred in (B)(6).

Event description:
This event occurred in italy. The customer alleged they received questionable calcium, glucose, and ion selective electrode (ise) sodium results for one patient on their c501 analyzer. The customer stated they received an alarm for low ise reference solution. The customer replaced the solution, re-started the analyzer, and processed the patient's sample. The patient's initial calcium result was 5.68 mg/dl accompanied by a data flag. The initial glucose result was 65 mg/dl. The initial sodium result was 117 mmol/l accompanied by a data flag. The customer stated the patient's sample was automatically repeated by the analyzer, the results were confirmed, and they were reported outside the laboratory. After the initial results were obtained, the analyzer stopped and gave a sample probe movement alarm. The customer then repeated testing on random samples. Repeat testing data was only provided for this patient. The patient's repeat glucose result was 146 mg/dl. The patient's repeat sodium result was 137 mmol/l. Seeing the change in the patient's results, the customer decided to repeat all of the tests run on this patient. The repeat calcium result was 9.71 mg/dl. The repeat glucose result was 146 mg/dl. The repeat sodium result was 119 mmol/l accompanied by a data flag. The calcium was repeated again and the result was 9.74 mg/dl. The patient was in the emergency room at the time of this event. The customer could not provide any information about the patient's relevant medical history, medications the patient was taking, or the reason for his visit to the emergency room. Based upon the calcium result, the patient was treated with an unknown dose of calcium gluconate. It is alleged that the administration of calcium gluconate led to respiratory arrest. It is not known if the patient had symptoms of hypocalcemia consistent with a low calcium level, what dose of calcium gluconate was administered, details of its administration, when during its administration respiratory arrest occurred, nor how it was treated. The patient was reported to have recovered from respiratory arrest with appropriate treatment and was discharged from the hospital in good condition. Respiratory depression or arrest, per se, are not signs or symptoms of hypercalcemia, nor are they listed among the adverse effects of calcium gluconate. There are no data linking the use of calcium gluconate with respiratory arrest, depression, or insufficiency. The calcium and glucose reagent lot numbers were not provided. The sodium electrode lot number and expiration date were not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The reaction monitors were not available for investigation. It was noted the customer did not perform the recommended quality control after running the green rack wash program. It was also noted the customer did not perform an ise prime after replacing the ise reference solution. The issue did not reoccur and the analyzer has run fine since the event.